Event description:
Event was reported to caldera medical by an attorney. The patient has suffered severe pelvic and vaginal pain, chronic bladder infections with painful urination, urinary retention, frequency and urgency of urination, rectal pain, painful bowel movements, feces leakage, bladder spasms, nerve damage resulting in loss of feeling in left leg, mesh erosion, painful intercourse, bladder and urethra damage, and dependence on medication. No further information has been provided.